Event description:
On jan. 29, during patient use, the thermogard xp console (sn (B)(6) displayed a tcmid:02 (ce danfoss error) message and therapy was discontinued. This was observed during the cooling phase. No consequences or impact to patient.

Manufacturer narrative:
The customer's reported complaint of the thermogard xp console (sn (B)(6) displayed a tcmid:02 (ce danfoss error) message was confirmed based on the event log review but not confirmed during functional testing. The reported issue was not replicated during testing. Nevertheless, the danfoss module needs to be replaced as a preventive precautionary measure, as a component may have had some intermittent technical problems that could not be directly identified during the functional testing. The event log review indicated multiple tcmid:02 error messages, thus confirming the reported complaint. The thermogard xp ivtm system passed functional testing including the power-on-self-test (post) with no issues. Tcmid: 02 was not reproduced during functional testing, however, the danfoss controller needs to be replaced as a precaution to prevent future reoccurrence of tcmid: 02. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for thermogard ivtm system with sn (B)(6).